Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a detached fragment. The fragment measured approximately 0.084" x 0.433" and was returned with the instrument. The fragment originated form the broken blade. The complaint regarding instrument would not work was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's generator warned "high pressure at tip". The instrument could not work. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: product lot information has been corrected to reflect failure analysis investigations.